Event description:
Complainant alleged that during a routine shift check by a clinician the device displayed a green dot on the monitor screen when powered up. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Zoll tech service department initially was able to duplicate the malfunction. Further evaluation of the device was performed and the malfunction was not again duplicated. A loose connection within the unit is suspected of causing the malfunction. This unit was called in for the same reported problem approx 6 months after this original report. The unit was also reported as a malfunction under MFR report # 1220908-1998-00453.